Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was unable to duplicate reported issue. Model lap top ventilator 1150 passed all testing and met all specifications.

Event description:
The customer reported model lap top ventilator 1150 stopped ventilating while connected to a patient. The unit displayed turbine zero/ turbine stop error. The customer reported that there was no harm or injury to the patient.